Event description:
The customer reported via phone call that the insulin pump had cracks at the reservoir compartment. The customer explained that the activity guard broke and that the o-rings of the reservoir compartment broke as well. The customer's blood glucose was 90 mg/dl. The customer was unsure of how the damage occured. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked display window.